Event description:
Initially was reported, the customer's insulin pump was beeping continuously and troubleshooting was performed. Then the customer reported being hospitalized again for low blood glucose. The customer also stated that she passed out due to an over deliver of insulin and the doctor perceived the basal rates needed to be lower.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.